Event description:
It was reported that the blood glucose level was between 54 and 69 mg/dl. Pod not worn. Investigation found that needle had not deployed during activation. Device was originally reported for a communication error at startup.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x5c alarm had been generated by the pod during priming, indicating that the open count was too low at the end of prime. Timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. This resulted in the pod generating an 0x5c alarm. Rerun of the pod did not replicate the alarm or drive stall. Inspection of the pod found no damages or deficiencies that would result in a drive stall or hazard alarm. The exact cause of the drive stall and subsequence 0x5c alarm could not be determined. The 0x5c hazard alarm during priming was confirmed to be the cause of the reported communication error at startup. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.